Event description:
It was reported that foreign matter occurred with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter, "there is an oily substance on the inside and outside of the barrel on several syringes. Per customer email: thank you for your swift communication regarding the ¿oily substance¿ on 3ml syringes reported from the cath lab at. I will be assisting in gathering information, and our product investigation team will conduct a thorough review of information and provide a report on this product. Was anyone injured while using the product patient and/or clinician/s? Unknown. To be determined was this product used on a patient? Unknown. Yes, many is there any product remaining from the involved lot? Yes ¿ the lot number is 8222925. Pulled from cath lab. Upon further inspection - the oily substance is also on the inside of the barrel and around the edge of the black plunger ¿ which comes in contact with whatever is being injected."

Manufacturer narrative:
Investigation: physical samples received for investigation. Approximately 100 pieces were received and sent to for analysis. In the analysis carried out on customer samples with the applicable specifications in silicone and foreign matter content, it can be observed in some of the syringes an apparent excess of silicone content visually, however, according to the silicone content test samples are satisfactory. The defect found are molding defects that are not attributable to the defect reported by the customer. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. During the documentary review of the batch no problem attributable to the defect reported by the customer was detected, the customer samples presented compliant results in medical grade silicone content which is the only liquid that is introduced into the barrel.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter, "there is an oily substance on the inside and outside of the barrel on several syringes. Per customer email: thank you for your swift communication regarding the ¿oily substance¿ on 3ml syringes reported from the cath lab at. I will be assisting in gathering information, and our product investigation team will conduct a thorough review of information and provide a report on this product. Was anyone injured while using the product patient and/or clinician/s? Unknown. To be determined was this product used on a patient? Unknown. Yes, many is there any product remaining from the involved lot? Yes ¿ the lot number is 8222925. Pulled from cath lab. **upon further inspection - the oily substance is also on the inside of the barrel and around the edge of the black plunger ¿ which comes in contact with whatever is being injected."